Event description:
On 07/24/06, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During rotator cuff repair procedure, the tip of the wand was reported to have detached in the pt's shoulder. An x-ray of the pt's shoulder confirmed the fragment remains in the pt's shoulder. There are no plans to reoperate to remove the fragment. No pt injury was reported and the pt is reported to be doing well.

Manufacturer narrative:
H6: the device was not returned to MFR for eval. No conclusion can be made.